Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the implant date and return of the device has been requested. A review of the device history record has been completed. No deviation or non-conformances noted. Reason for reoperation: rupture and capsular contracture, baker grade iii. Continued h6 (health effect - impact code ): f2203.

Event description:
Healthcare professional reported via regulatory agency reported implant rupture discovered by ultrasound along with fold and deformity and capsular contracture - baker grade iii. Device has been explanted. This relates to the left side.

Event description:
Healthcare professional reported via regulatory agency reported implant rupture discovered by ultrasound along with fold and deformity and capsular contracture - baker grade iii. Device has been explanted. This relates to the left side.